Event description:
I used one of the new 5 blade venus embrace razors on (B)(6) 2012. On (B)(6) 2012, I developed severe itching and a rash on my legs from my hips to my ankles. By the next day, my eyelids, scalp and ears itched also. Because I had a tooth filled that day, my dr attributed the reaction to a possible allergy to the novocaine. I started a course of medrol dose pack on (B)(6) 2012. Two days later I used the razor again. In 2 more days, while still on the last few days of medrol, the severe itching started again from my hips to my ankles and I required a second course of medrol. I have not used the razor again and today finished the medrol with no apparent itching again. I did file a complaint with the (B)(6) company. Could this be due to the layers of skin removed with 5 blades or maybe the chemicals used in the rubber strips around those blades?